Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis. The customer's blood glucose ranged from 354mg/dl-400mg/dl. The customer treated with manual injection. Customer's blood glucose during hospitalization was over 600mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer stated she's been running high; pump alarmed low reservoir and no delivery. Customer wants insulin pump replaced.